Manufacturer narrative:
The reported event was pocket erosion. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient presented to the emergency room with implantable cardiac monitor (icm) eroded through the patient's skin. The icm was explanted to resolve the issue. The patient was in stable condition throughout the procedure.